Manufacturer narrative:
(B)(4). The complainant indicated that the device has been retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue. However, after deployment, the clip remained attached to the over sheath. When the physician attempted to pull the over sheath back to detach it from the clip, the blue grip detached from the over sheath. The clip was finally able to detach from the over sheath and remained attached to the tissue. The procedure was completed at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.